Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a white deposit in the jet channel inner surface of the tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated: e2, e3, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from control unit. However, the definitive root cause was unable to be determined. The whitish foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.